Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that before use on a patient, it was observed that the attachment sheath on the craniotome device fell off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as mar 6, 2017 on the previous report. It has been updated as mar 17, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device coming apart could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the vibration assessment and had a drilled tip. It was determined that the bearings were loose creating a situation where the device would vibrate. It was determined that the issue with the drilled tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro tip. It was determined that the issue with the worn out bearings (vibration) was consistent with normal wear over time and the drilled tip was due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.